Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device change out, the right atrial lead was found to be not sensing or capturing. This was determined to have been caused by the lead pulling back into the subclavian. The lead was capped and not replaced. No patient complications have been reported as a result of this event.